Manufacturer narrative:
The insulin pump was received with button error alarm and no button respond due to corroded keypad traces. No moisture damage on electronics noted. Analysis was unable to verify failed battery test alarm due to button error alarm. The insulin pump had scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and failed battery test alarm. The blood glucose at the time of the incident was 109 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.